Manufacturer narrative:
Per the customer, qc results within specifications prior to and after the event. There is no indication that service was dispatched for this event. The root cause for this event has not been determined to date. This reportable event was identified during a retrospective review of complaints within the date range (B)(6) 2010 - (B)(6) 2010 for additional reportable events/occurrences.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining a higher than expected troponin (accutni) result within the risk stratification range on one patient sample that was generated by the access 2 immunoassay system. Upon repeat analysis, lower results were produced with acceptable precision within the risk stratification range. No erroneous results were reported out of the laboratory. The customer did not report affect to the patient or user attributed or connected to this event.